Event description:
It was reported that the implantable cardioverter-defibrillator (ICD) exhibited post-paced t-wave oversensing. The patient did not experience inappropriate therapy. No programming changes were made. The patient was stable.

Event description:
New information indicates that programming changes were made.